Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic left nephrectomy, at the beginning of the procedure, after inserting the device, the camera was inserted and the balloon was inflated. Afterwards, an attempt was made to retract the camera because it was inserted too much when placed, but it did not move. The situation was the same when pushing and pulling. An attempt was made to deflate the air for removal once, but the balloon could not be deflated. When trial and error was performed for a while, air gradually came out and the camera scope and balloon dissector were removed together. The dissector cannula was found to be bent, and it seemed that the bent part of the camera scope got stuck there and did not moved. Vertical damaged were found on the bent part of the scope. It was noted that there was no change or strange feeling in appearance prior to use, no lubricant agent was used, the direction of the valve to prevent backflow was used with facing downward. There was no patient injury.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the device was found to be damaged as a result of rough handling. It was reported that there was difficulty removing the device from inside the port and the device had bent out of its intended shape. The reported issues were confirmed. This issue may occur if the device is excessive force is applied during a clinical application. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: use special care when introducing or removing sharp-edged or sharp-angled endoscopic instruments to minimize the potential of inadve rtent damage to the seal. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.